Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient experienced ¿swelling/nodularity near the wet-dry border of the upper lip¿ after they were injected in the lips with juvéderm® vollure¿ xc. Treatment is noted as hylenex to dissolve any filler in the area and noted little improvement. Hcp noted they are "unsure if it's filler or not, but has administered medrol dosepack in case it is an inflammatory reaction."